Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had scheduled therapy which is scheduled to run from midnight to 2 am and she uses stimulation only when she needs it at other times. Patient said that she decided to turn stimulation on during the day and within an 1-2 hours it turned stimulation off and she had the stimulation off screen with scheduled therapy. The patient did not have any more time for troubleshooting as she was getting ready for work. It was reviewed to adjust the time/date on programmer due to time change and then suggested that the patient monitor event and keep track of the times that she notices any further incidents. This was noted to be a sudden change in therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient reported that the therapy was turning off by itself. The rep reported that on (B)(6) 2017 while the patient was using stimulation, therapy turned off in the middle of the day. The rep reported that the patient was using a different group, not b where scheduled therapy was set. The rep reported that the patient normally had scheduled therapy in group b from 12:00am to 2am. The rep reported that the patient supposedly was using a different group at the time to provide stimulation. The rep reported that the patient was using more stimulation around that time from of the (B)(6) of november. The rep reported that the patient was to keep a log if the incident occurred again, this issue has only occurred once. The rep reported that the impedance check was normal. The rep reported that the cause of the stimulation turning off was undetermined. No further complications were reported.